Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo was provided for evaluation. The photo was visually evaluated per specification and, it was noted the tip of the catheter to be sheared. The coil inside the catheter appeared stretched which indicated was manually or physically pulled. Although the catheter showed to be sheared and stretched it is not confirmed to be a manufacturing defect. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: complaint description: patient epidural catheter laying in bed coils loose. Anesthesia called to come assess. Approx. 5cm of tubing that remains in patient epidural space. For further investigation, orders written for CT scan and lateral x ray. Advised MRI would be more helpful. Unable to complete MRI today. To continue with CT scan and x-ray and follow-up MRI if needed. Potential lot numbers of the affected product. Lot number: 0061715497; production date 02/10/2022. Lot number: 0061725791; production date 04/20/2020.